Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the damage to the insulation insert was thermally and mechanically induced. Therefore, the defect is most likely due to wear and tear and improper handling by the user. It could not be determined whether there was any pre-existing damage to the insulation insert, or if it was already worn. Also, it could not be determined whether the damage was caused during the last reprocessing of the device or during its last use during a procedure. This supplemental report includes a correction to b3 from the initial medwatch. The event date was reported as either (B)(6) 2024 or (B)(6) 2024. Therefore, the field is corrected to blank since the event date cannot be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the middle of a therapeutic endoscopic resection of prostate procedure, under general anesthesia, the distal plastic part of the endoscopic sheath broke off in the prostate compartment and slipped into the bladder. Several pliers were used to retrieve the broken pieces, but it was difficult as the device was smooth. It is unknown if all the pieces were retrieved and reportedly caused increased bleeding. The outcome/treatment of the bleeding was unknown, and the procedure time was extended by 45 minutes. The procedure was completed with the same device, but it was unknown if the resection of the adenoma was complete. There were no reports of further patient harm.